Event description:
The customer stated that she was treated by the paramedics for low blood glucose levels. The customer stated that she passed out and fell. When she woke up, the paramedics were around her, and the insulin pump was in a puddle of water. The customer did not want to troubleshoot, and asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.